Manufacturer narrative:
The insulin pump was received with a ghosting display due to moisture damage on the electronics. Moisture damage was also noted to the motor. The insulin pump had a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.

Event description:
The customer reported via telephone call that she jumped in the pool while wearing the insulin pump. The blood glucose reading was 180 mg/dl. The insulin pump was alarming that the reservoir was empty and fluid was visible under the display. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.